Manufacturer narrative:
Device manufacture date - the correct date is 07/2003. Method: materials and chemistry evaluation. Results: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), product return and system risk analysis (sra). The DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter passed testing. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The oil mist filter passed testing. The reason for return of the oil mist filter was not confirmed. The solenoid valve was returned and tested. The solenoid valve passed testing. The reason for return of the solenoid valve was not confirmed. The assignable cause of the haze/mist/vapors issue is the catalytic converter, oil mist filter and the solenoid valve. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
Conclusion not yet available-evaluation in progress. A field service engineer was dispatched to customer site. The catalytic decomp filter, oil mist filter and solenoid valve were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 01/22/2016.

Event description:
A customer reported an event of a "foggy mist" (haze) emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. The customer has turned the unit off and evacuated the area. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.